Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted on (B)(6) 2023. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. The product was evaluated. An external visual inspection was performed and passed due to sensor wire is still attached to housing puck. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.